Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and reseated the cable connections to the universal node pcb, controller pcb, single board computer pcb and I/o transition pcb. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and locked up after initialization. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.